Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted after recent labs showed a drop in hemoglobin from 9.6 to 7.0. They reported experiencing fatigue for a few days and having dark stool, a gastrointestinal (gi) bleed was suspected. There were no changes in the patient's anticoagulation status and appeared to be supratherapeutic on most international normalized ratio (inr). The gi bleed was an incidental finding based on scheduled labs, but it seemed to be chronic for the patient. The patient was scheduled for esophagogastroduodenoscopy (egd) and colonoscopy on (B)(6) 2022 to confirm/rule out the source of bleed, but it was cancelled due to a possible infection. On (B)(6) 2022 the patient was noted to have fever. Blood cultures, urinalysis, and respiratory panels were ordered and were returned positive for infection, infectious diseases was consulted. The patient remained hospitalized, coumadin (warfarin) was stopped, and is being treated with antibiotics and blood products.

Event description:
It was later reported that per infectious diseases, the infection was likely of dental source with cultures positive for aggregatibacter (actinobacillus) bacteremia and was treated with full mouth extraction with dentistry. Both the bleeding and infection resolved without sequelae on 01dec2022, and the patient was discharged. It was also reported that it was the patient's supratherapeutic inr that was chronic, not gi bleed.

Manufacturer narrative:
H6: health effect - clinical code - bacteremia (4846). Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported gastrointestinal bleeding could not be conclusively established. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03apr2022. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm3 lvas patient handbook (phb) are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and infection (local, driveline, pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, lists infection as a potential late postimplant complication. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation, including international normalized ratio (inr) values, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Several sections of the IFU and phb also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.